Event description:
Report received from abbott international (abbott-canada) which states "leak of chemotherapeutic agent from the cassette into the carrier bag and the provider pump mechanism." Additional information received states "unknown where from the cartridge the 5fu leaked. The infusion had been going about 5-6 hours before the leak was noticed. The 5fu was infusing via a PICC line, which remained patent. The chemotherapy did not get resumed for 16 hours. Approximately 3-4cc's of the chemotherapy leaked. Chemotherapy did not contact the patient, no intervention was required. A new bag of chemotherapy needed to be mixed and a new pump obtained and delivered." No report of adverse patient effect. Additional patient information was requested, but no further information was available.